Event description:
It was reported during a prostate procedure, @ 75,594 joules, the doctor wasn't seeing effective vaporization and the aiming beam was going straight out of the tip. The procedure was completed, without further incidence, using a second fiber @ 34,273 joules used. "No patient injury" reported.

Manufacturer narrative:
(B)(4).